Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted during 90 mm abdominal aortic aneurysm .  It was reported the patient presented to the emergency room under a year later, a CT was carried out and evidence of a type I endoleak and ruptured abdominal aortic aneurysm was observed.  The physician carried out emergency surgery and the patient expired during the procedure.  It was reported that both type ia and type ib endoleak were observed. It is believed that the type lb endoleak is coming around the etlw1613c156e sn (B)(4) as per the physician the cause of death was as a result of a pulmonary embolism.  No additional clinical sequalae was provided and the patient had expired.